Manufacturer narrative:
Catheter model #: 8709, lot #: j11299r32, implanted (B)(6) 2002, explanted: unknown.

Event description:
It was reported that a change in therapy effect was noted following a pump refill session. The patient experienced lethargy and drowsiness. It was unknown, per the reporter, if a procedural issue had caused the problem. The health care provider planned to check the device. Additional information has been requested but was not available at the time of this report.